Event description:
The customer indicated that a grounding site burn occurred during a gyn ablation procedure using a roller barrel electrode. The pad, model e7506 single plate return electrode was placed on the pt's thigh and when the pad was peeled up th burn was found. The pt was referred to a plastic surgeon.